Event description:
Iabp alarmed: "blood detected" iabp ceased to pump. No blood or other particles were visible in the line. Unit was turned off and on and it restarted pumping. Maquet was called in for the event. The maquet support center suggested that the alarm would come on if the line had moisture build up and not to be concerned if there was no presence of blood.